Event description:
The sales rep from the distributor reported that "the device was used in a stage IV endometriosis procedure, done laparoscopically. It was reported that the pt reported abdominal pain and bloatness. The doctor stated the abdomen is bloated to the size of an 8 month pregnancy. They stated the doctor stated there is 10cm pile of "goo." Additional information provided in 2003 by the physician detailed the event as follows: it was reported that the surgeon performed a laparoscopic lysis of adhesions and fulguration of endometriosis on an otherwise healthy pt nulliparious pt with the chief complaint of primary infertility. Diagnostic laparoscopy showed stage 4 endometriosis with severe adhexal adhesions. The colon was adherant to the posterior surface of the uterus. There were bilateral endometriomas and scattered endometriosis on the peritoneum. There were bilateral hydrosalpinges. The surgery was performed with a carbon dioxide laser and mono and bipolar rf devices. At the end of the procedure there was no visible endometriosis and no adhesions remaining. The pt was discharged the same day but returned later that day because of voiding difficulty. They were catheterized and once again discharged to home. The following morning they began to complain of bloating and abdominal pain. By the end of the day their condition had worsened. They were seen in the emergency room. Their temperature was normal. Their white blood count was normal and their hemoglobin was the same as it had been pre-op. X-rays were performed and no free air was noted in the abdomen. They were discharged to home. The following morning their pain had gotten worse and they were markedly distended. They were passing no flatus and had not had a bowel movement. Their white blood count and temperature remained normal. A repeat abdominal series was normal. An ivp was normal with the exception of a 10cm fluid mass in the cul-de-sac consistent with gynecare intergel. Once again there was no free air in their abdomen. On day three they began spiking fevers to 101 degrees, but their white blood count remained normal. They were started on reglan and morphine. At post-op day 6 the pt was tolerating clear liquids. They have no vomiting. They are passing some flatus and has watery stools. Their blood count remains normal and their hemoglobin stable. They appear to be improving slightly. An update provided in 2003 by the physician notes that the pt continues to improve. Additional information provided in 2004 alleges that in 2003, pt "underwent a diagnostic laparoscopy. During surgery, the surgeon ablated patches of endometriosis and excised adhesions. The surgeon then applied intergel into [pt's] abdominal cavity. Following the diagnostic laparoscopy, [pt] began to experience abdominal bloating, cramping and pain. They immediately returned to their doctor for evaluation. 2 days later, [pt] reported to the surgeon they had zero sleep since the surgery because of intense abdominal pain. At that time, they were admitted to the hospital for supportive care. It was determined [pt] was suffering a severe intra-abdominal reaction to the intergel. They were suffering pain, distention, fever and regression of their gastrointestinal function." The complaint alleges that the pt "continued to experience severe pain, fever, increased white blood count and other associated symptoms. 22 days later fluid was drained from a pelvic mass. [Pt] was hospitalized for 8 days with lightheadedness, dizziness, shaking, chills and decreased blood pressure. They were transfused with two units of packed red cells. An ultrasound revealed fluid collecting in their abdomen. 7 days later, [pt] was admitted to a hospital were they underwent surgery to remove and drain their pelvic mass." The complaint alleges that the pt "sustained severe and permanent scarring and damages to their reproductive system such that it is highly unlikely they will ever have children."